Event description:
It was reported that balloon rupture occurred. A 6.00mm x 12mm nc emerge balloon catheter was advanced for post-dilation of a non-boston scientific stent. However, the balloon ruptured during inflation. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.